Event description:
Home pt reported while performing therapy on the quantum device the fluid being instilled felt cold and home pt stated he felt full. Home pt noted the heater and weight bags were empty and the fill valve was closed. The empty weight bag indicated the home pt did not drain out his previous fill of 3l. Home pt reports he completed a drain after feeling full and received 6300cc. No adverse symptoms were reported. No medical intervention was necessary and no pt injury resulted from this event per home pt and health care professional. Health care professional reported on 02/12/99 home pt is doing fine and no further events to report.